Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints or peritonitis for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, there is no contact between the dialysis solution and the cycler which would cause an infection. There was no report of fluid leak. The most common cause of peritonitis it touch contamination. Per the pd nurse, the pt was admitted to the hosp for peritonitis and also had a blood transfusion. Also, the pts epogen was put on hold prior to the hospitalization. If hemoglobin was low, the pt would require a blood transfusion. Anemia is a common symptom of all peritoneal dialysis pts. There were no identified sources of bleeding. The pt continues to use the same cycler.

Event description:
During a call to technical support, the pt's wife stated that the pt had been hospitalized for an unk reason and required a blood transfusion. A follow up call to the pt's pd nurse revealed that the pt was hospitalized for possible peritonitis.